Manufacturer narrative:
One medfusion 4000 pump was returned for the investigation of an acu watchdog failure. The device was received with a crack and a chip on both front corners of the top case. No causes or potential causes of the customer's reported problem were found during the device history review, DHR. To investigate the reported issue, a power up process was performed. The issue could not be duplicated. It was noted that the acu watchdog alarm is a sympathy alarm that sympathizes the primary audible alarm post error. Root cause could not be determined. The speaker was replaced as a preventative measure. The device then passed all functional test.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that there was an acu watchdog failure. It is unknown if there was a patient involved in the reported event.